Event description:
Patient reported being treated by paramedics for hypoglycemia. Patient reported an inaccuracy in his cgm readings, stating that his cgm read at 178 mg/dl when his fingerstick measurement was 40 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.